Manufacturer narrative:
The lead remains in service at this time. If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this right atrial lead exhibited pace impedance measurements of less than 200 ohms. Additional information was received from the field that isometrics testing and fluoroscopy images were taken. It was noted that the patient had undergone open heart surgery a few years ago. The cause of the low pace impedance measurements has not be determined at this time the lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed lead insulation abrasion. This type of damage is consistent with repeated stress over time. The reported noise, oversensing and low pacing impedance allegations are likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that this right atrial lead exhibited pace impedance measurements of less than 200 ohms. Additional information was received from the field that isometrics testing and fluoroscopy images were taken. It was noted that the patient had undergone open heart surgery a few years ago. The cause of the low pace impedance measurements has not be determined at this time the lead remains in service. No adverse patient effects were reported. Additional information was received that this ra lead was explanted due to pace impedance measurements of less than 200 ohms, noise and oversensing. There was no pacing inhibition observed. Isometrics and defibrillation threshold testing had been performed. A new ra lead was implanted and remains in service. No additional adverse patient effects were reported.